Event description:
It was reported by consumer that the wheels on the 9805 lift are jamming up. Unit is on hardwood floor, customer not sure how long she has had . Patient weight is (B)(6) been using for about 1 or 2 years, not sure. Used twice a day.